Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The blood glucose value from reported event was 204 mg/dl and sensor glucose was 95 mg/dl. The blood glucose value and sensor glucose. The insulin pump will not be returned for analysis.